Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump touch screen became shattered while customer was snowboarding. Customer is unable to unlock the pump touch screen due to the damage. There was no adverse impact to customer's blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.